Manufacturer narrative:
Correction to field b1: adverse event/product problem. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered shock therapy to the patient. It was noted that the device was beeping for months, which was caused by the device being in battery capacity depletion mode. The shock episode could not be viewed due to the device being in battery capacity depletion mode. The health care professional (hcp) assumed that the device delivered inappropriate shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr) as the patient is known to have af. Technical services (ts) recommended device replacement. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) delivered shock therapy to the patient. It was noted that the device was beeping for months, which was caused by the device being in battery capacity depletion mode. The shock episode could not be viewed due to the device being in battery capacity depletion mode. The health care professional (hcp) assumed that the device delivered inappropriate shock therapy for atrial fibrillation (af) with rapid ventricular response (rvr) as the patient is known to have af. Technical services (ts) recommended device replacement. The device remains in use. No additional adverse patient effects were reported.